Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of greater than 500 mg/dl; cause was unknown. However, customer mentioned the distributer sent the wrong supplies and this could have contributed to the bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.